Manufacturer narrative:
The cause of the reported event could not be determined as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During an implant procedure, due to issues with getting the sensor to release from the delivery catheter, a clinically significant delay occurred. When attempting to release the sensor and pull back the delivery catheter, the sensor would not release. Following various attempts to get the sensor to release, a swan-ganz with the balloon inflated was used to push the sensor off. The sensor was then able to be calibrated and the procedure completed with no adverse consequences to the patient. The physician stated additional sedative was likely administered, but was no able to confirm how much more. No additional access site was required to get the sensor to release.